Event description:
On (B)(6) 2004, a (B)(6) male pt underwent zenith repair for an abdominal aortic aneurysm. The pt received a zenith main body graft and two zenith iliac legs. The procedure was completed without any reported incidents. Over time, the pt became lost to follow-up and on (B)(6) 2011, he presented to the physician with distal type 1 endoleaks (1820334-2011-00556 and 1820334-2011-00555). The physician extended the left iliac limb with a zenith flex with spiral-z technology aaa endovascular graft to a new landing zone above the hypogastric. The right iliac required coiling of the hypogastric and an extension to the external with limbs. He chose to use of the new zenith spiral z legs x2 in the 13-74 length for anatomical reasons. There was a tight area that was ballooned and did not open adequately (stenosed) 1820334-2011-00556). The physician placed a 10x4 balloon expandable stent to hold the graft open.

Manufacturer narrative:
(B)(4) additional procedures are not specifically addressed in the IFU. (B)(4) endoleaks are labeled in the IFU. Event eval: still under investigation.